Event description:
It was reported that the event occurred while in the theatre department during insertion. The pt required the insertion of a thermodilution catheter to monitor cardiovascular pressures during and after open heart surgery. The problem was encountered when the tip of the catheter failed to inflate. As a result, the device was removed. A new ah-05000-f was opened and used successfully. There was no report of pt death, complications or injury. There was an unknown time of delay or interruption in therapy. The pt outcome was no harm to the pt. Additional information received on (B)(4) 2013 clarified that the catheter was inserted into the pt at the time of event via right internal jugular vein. The same site was used for the second insertion through a sheath. The second catheter inflated appropriately. An update received on (B)(4) 2013 reported that the user did not check the balloon prior to insertion. The balloon did not wedge once the balloon was inflated which means non-inflation of the balloon. There were no ill effects to the pt from the event.

Manufacturer narrative:
(B)(4).